Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4).. The purpose of this MDR submission is to include the additional event information received on 24-mar-2023. [Additional information]: on (B)(6).2023, additional information was received from the study site. Based on the information, there was no device performance issue related to the embotrap iii device during the procedure. The reported small subarachnoid bleed did not result in the prolongation of the patient¿s hospitalization. The patient had pneumonia during the hospitalization, but the subarachnoid hemorrhage was asymptomatic. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified information received on 20-oct-2023. [Additional information per the modified information received on 20-oct-2023, the relationship of the adverse event subarachnoid hemorrhage was updated from "possible" to "not related." On 23-oct-2023, modified information was received. Per the information, related to the subarachnoid hemorrhage, the field, ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated from [blank] to ¿"n/a (does not meet above criteria)." After review, the modified information received on 20-oct-2023 did not require changes to the reportability determination. The event of ¿subarachnoid hemorrhage¿ was assessed as possibly related to the primary surgical procedure, therefore the event remains reportable to the us FDA as a conservative measure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, race, and ethnicity were not provided. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (22e057av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Subarachnoid hemorrhage is a known complication associated with the use of the embotrap device and is mentioned in the embotrap iii instructions for use (IFU) as such. The embotrap iii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Per the instructions for use (IFU), the device may be used for up to three retrieval attempts. Removal and exchange of devices is common routine practice in endovascular procedures. In this case, the device was removed and replaced before the three allowed retrieval attempts per the IFU. There is no alleged product malfunction, or evidence to suggest that the device failed to meet its performance specification. Since the vast majority of diagnostic and interventional angiographic procedures utilize multiple device exchanges, an increased potential for patient injury is remote. Nevertheless, per pi assessment the event is both possibly related to the study device and to the surgical procedure, thus the relationship of the embotrap iii to the reported event of subarachnoid hemorrhage cannot be excluded. Therefore, this meets usfda under title 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 94-year-old male patient with a history of atrial fibrillation, hypertension, diabetes, and hyperlipidaemia presented with a witnessed stroke on (B)(6) 2023. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The suspected origin of the embolism was cardioembolic. The patient¿s baseline nihss score of 13 and modified rankin scale (mrs) score of 0. The patient underwent an endovascular mechanical thrombectomy procedure on the same day, (B)(6) 2023. A 6.5mm x 45mm embotrap iii revascularization device (et307645 / 22e057av) was used to target an occlusion at the right m1 segment of the middle cerebral artery (mca). The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0. The first pass was made via a trevo trak 21 microcatheter (stryker) with axs catalyst® 6 da catheter (stryker) with a 3-minute incubation time resulted in an mtici score of 1 with no clot retrieval. A flowgate2¿ balloon guide catheter (stryker) was also used in the first pass. A second pass was made with a 4mm x 28mm trevo® retriever (stryker) with a 10-minute incubation time resulted in an mtici score of 2b with clot retrieval. There were no reported intraoperative study device deficiencies. 24-hour post-procedure nihss score was 4. The patient has been discharge/transferred to another hospital on (B)(6) 2023 with a nihss score of 2 and a mrs score of 3. On (B)(6) 2023, the patient experienced a small subarachnoid bleed. The principal investigator (pi) assessed this event as moderate in severity, possibly related to the study device and possibly related to the procedure. The adverse effect was considered to be a serious deterioration of health. Patient outcome has been recorded in the clinical study database as recovered/resolved on (B)(6) 2023. The patient also experienced an intracerebral hemorrhage on (B)(6) 2023. The principal investigator (pi) assessed this event as moderate in severity, not related to the study device and not related to the procedure. The adverse effect was considered to be a serious deterioration of health. Patient outcome has been recorded in the clinical study database as recovered/resolved on (B)(6) 2023.